Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's friend reported via phone call that customer was hospitalized due to low blood glucose levels. Customer's friend advised that customer has been having issues with the sensor for the past month. Customer's friend was advised about how the sugar glucose and blood glucose values will be close but rarely match. Customer's friend declined to troubleshoot at all since they stated they do not know anything about the insulin pump and the customer is asleep. Customer was found having a seizure and had fallen and hit their head. Customer was given glucagon and then juice. Customer's blood glucose was 144 mg/dl by the time the paramedics arrived. Customer's blood glucose went down to as low as 59 mg/dl. Customer had a CT scan and then was released from the hospital.